Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Upon visual inspection, the delivery wire was observed to be kinked likely due to handling. In addition, the main coil was tangled, stretched and the main coil as well as suture were broken. A function evaluation could not be performed due to the condition in which the device was returned. The device was confirmed to be in good condition prior to the procedure, and the device was prepared as per device direction for use (dfu). It is likely that procedural factors contributed to the observed main coil break, limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
During the analysis of the returned device, it was revealed that the main coil was broken at the detachment zone. No clinical consequences reported to the patient.